Manufacturer narrative:
N investigation of the reported condition was performed. The device history record (DHR) for lot indicates there were zero issues found in visual samples and physical samples inspected from the lot. There were no non-conformance repots issued to this lot. A review of the entire DHR did not identify and manufacturing or inspection anomalies. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no changes to the process related to the reported condition for this product in the 12 months prior to the production date. A review of process monitoring data was conducted and there were no issues related to the reported condition. A review of the machine setup was conducted and there were no issues. The equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed during the review. The quality assurance data system was reviewed for ncrs related to the reported condition and identified zero non-conformances for the hub shop orders used in production of the lot. There were 15 samples (unopened) submitted with this complaint. The samples were inspected for hub damage (cracks, holes, splits), luer taper and hub leakage according to the safety needle quality and inspection standards. All samples passed inspections and met manufacturing specifications. The reported condition could not be confirmed. The exact root cause could not be determined based on available information. A 6m root cause investigation was conducted and reviewed multiple potential contributing factors (reference the attachments section). There were two potential root causes identified that could not be discarded from consideration. The user potentially over-torqued the needle during the assembly process or the luer of the syringe barrel (sourced by the customer) was out of specification. The attachment method used by the customer could not be determined as the actual sample of the syringe was not provided with the complaint. The complaint file contains insufficient information to deter mine a definitive root cause. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for luer taper, hub leakage and damage. The lot met all defined acceptance criteria and was released. The investigation did not identify a systemic issue with the product or process. The investigation identified potential root causes that were unrelated to the manufacture of the safety needle. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. It¿s recommended the user consults the instructions for use for guidance when attaching the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 7/28/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports in the administration of the vaccines of the children's examinations during the process of injection of one of the vaccines with the safety needle there is loss of a part of the vaccine liquid.